Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device displays a bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device displays a bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was confirmed the cable caused a bias current error and had high impedance by the service technician through functional evaluation. During the inspection, no external, physical damage was found. The device was scrapped at the manufacturer.